Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. They reported they never had therapeutic benefit from stimulation. Caller stated that since the day after implant, therapy didn't work and after looking at diagnostic images, determined that the device was not placed in the correct spot. Caller stated that as a result, they stopped using and charging the implant. Caller stated now they need an MRI of their spine but can not access MRI mode. Caller stated theirs "hasn't been working for a long time." Agent reviewed possible overdischarge. The patient was redirected to their healthcare provider to further address the issue. Caller stated they have no managing doctor and are wondering if mdt rep can meet them at the medical facility.